Event description:
It was reported that since (B)(6) 2010 the pt heard a swooshing noise. Testing revealed: electrodes 5, 6, 7, 8, 9 and 10 with status hi, as extra cochlear; electrodes 1, 2, 3, 4, 11 and 12 with status ok. The pt was reimplanted on (B)(6) 2010 due to medical reasons.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.